Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was out of calibration. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer requested assistance from the remote service engineer (rse) with adjusting the vertical scale of the data to better fit the data the customer was currently seeing on the device. The rse instructed the customer on how to adjust the settings to better fit the vertical/y-axis and had the customer perform a touchscreen calibration. The customer calibrated the touchscreen, and it seemed to work properly following the service. The customer informed the rse that if the touchscreen went out of calibration again, then the customer would order a replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.